Event description:
On october 1, 2009, the lay-user/patient contacted lifescan alleging that the lancet holder for a one touch ultrasoft lancing device was damaged. The patient tests her blood glucose twice a day. She does not take any medications for diabetes. The patient indicated that the alleged lancing device issue started on an unspecified date time in 2009. The patient claimed that 2 weeks after the alleged issue began, she reportedly developed symptoms of blurred vision, swelling in her feet, and tingling in her legs. It is not known what actions the patient took before and after the symptoms developed. On an unspecified date in the following month, the patient claimed that she received treatment from an urgent care/clinic because of the alleged issue. The patient reportedly received an ultrasound of her right leg. No other treatment was reported. The patient denied that her blood glucose was tested on another device during the time of concern. The lancing device was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.